Event description:
Reporter alleged blood glucose device produced and error, type unknown, at 9:00 am however customer ate breakfast and took normal medications. It was reported at 10:24 am, glucose measure 43 mg/dl and at 10:48 am read 60 mg/dl however customer had normal activity unti 3:00 pm when she ate. Reporter stated at 4:00-5:45 customer felt dizzy and was unable to test on the meter due to an error (e5) twice and paramedics were called where their device read 30 mg/dl. It was reported customer was treated with a syringe with sugar and remained for 30 minutes until their meter read 186 mg/dl however paramedics were recalled at 6:30 pm due to customer was then taken to the hospital, test result & treatment was unknown, where she remained for 3 and 1/2 days. A request was made for the return of the suspect device and replacement product was sent.